Manufacturer narrative:
The device was not returned for analysis. However, review of the device history record confirmed this lot met mfg requirements prior to shipment. It is uncertain how the reported leak occurred. The st. Jude medical instructions for use (IFU) instruct not to remove the dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis. (B) (4). Date the initial reported provided the info to the MFR: 07/30/09.

Event description:
It was reported a blood leak was noted at the hemostasis valve when the device was removed from the sheath; no leak was noted while in the sheath. There were no reported pt consequences.